Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the infusion set connector for an ilet system snapped, and the user experienced elevated blood glucose with concerns that calculated insulin delivery was higher than needed. Symptoms included hyperglycemia with a reported value of 242 mg/dl. Outcomes included self-management without professional medical intervention and no hospitalization. Investigation included troubleshooting with data review of device logs and user education. Investigation of this case revealed a damaged connector and user-reported mismatch between insulin needs and automated calculations. It was concluded that a mechanical failure of the connector occurred and contributed to hyperglycemia, with no evidence of an alert or alarm. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.